Event description:
It was reported no power to monitor due to a storm. Further reported the carelink has transmitted before. Will be sent a new power cord to try. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported no power to monitor due to a storm. Further reported the carelink has transmitted before. Will be sent a new power cord to try. The monitor was returned to the manufacturer. No patient complications were reported as a result of this event.

Event description:
It was reported no power to monitor due to a storm. Further reported the carelink has transmitted before. Will be sent a new powercord to try. The monitor was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.